Event description:
Procedure type: colon resection. According to the reporter: the customer reports that the sulu did not close properly. The case was converted to an open procedure and a ta device was used to complete the anastomosis. Surgical time was not extended by more than 30 minutes. There was no unanticipated tissue loss due to this problem.

Manufacturer narrative:
(B)(4).